Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the per-q-cath PICC was confirmed, and the damaged was determined to be use related. Three 3fr s/l per-q-cath piccs were returned for investigation. Sample #1 was received without the stylet and the catheter had been trimmed near the 55cm depth mark. Sample #2 was received with the stylet in the lumen and the catheter length had not been modified. Sample #3 was received without the stylet and the catheter length had not been modified. The tubing on sample #3 was slightly twisted between the 0 and 3cm depth marks. A functional test revealed a leak at the distal end of the hub of each 3fr per-q-cath PICC. This report address sample #3. The leak sites were microscopically examined and longitudinal breaches were found on the external surface of the tubing. The catheter was cut longitudinally to examine the leak sites from within the catheter, which revealed that the extent of damage was greater on the inner lumen wall. The adjoining surfaces of the split tubing revealed a granular appearance. This type of damage can occur when the stylet is repositioned within the PICC without flushing the catheter. The product IFU states, ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ the IFU also cautions, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ no further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of reax0767 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (reax0767) have been reported from the same (B)(4) facility.

Event description:
It was reported that during use of the catheter, it was noted to be broken in one of the extremities, causing the liquid leakage. The device was replaced by another one. This report addresses catheter three of three.